Event description:
The patient's IV pump started beeping, the nurse went into the room and flushed the IV but it continued to beep. She opened the module on the pump and noticed a large ballooning at the top of the tubing inside the chamber.